Manufacturer narrative:
H6: investigation summary: the complaint of 'certest sars cov-2 - fps on reader a' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported false positives on side a from time to time. They reported the false positives based on the curves and not based on any confirmatory tests. Bd field service was dispatched to troubleshoot the issue. The fse replaced the heater mux on side a, updated the ip address, updated the firmware, homed all motors and qualified the instrument. The complaint is confirmed as an instrument issue based on the information present. No parts or materials were returned for investigation. The root cause of the issue is the defective heater mux on side a. The complaint investigation consisted of a review of the service notes, instrument service history and complaint trending data. DHR review of the instrument did not reveal any related issues during factory acceptance tests in manufacturing. No new trends, risks, or hazards were identified as a result of the complaint. No corrective actions were initiated as a result of this complaint. H3 other text : see h10.

Event description:
The customer reported that while testing using instrument max clinical false positive results were obtained by the customer for the certest sars-cov-2 (s gene) assay. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while testing using instrument max clinical false positive results were obtained by the customer for the certest sars-cov-2 (s gene) assay. There was no indication that results were reported out and there was no report of patient impact.